Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus contacted with the user and got the information that the device had been reprocessed using with a non-olympus automated endoscope reprocessor, soluscope series 3, using peracetic acid. No deviation in the reprocessing procedure from the IFU was detected. The subject device was returned to the service department in australia. The evaluation by the service department found some physical damages on the device. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. First time; (B)(6) 2020. Air/water, suction and instrument channels : pseudomonas species (10-50 cfu) second time; (B)(6) 2020. Air/water, suction and instrument channels : pseudomonas aeruginosa (10-100 cfu) other detailed information such as the reprocessing method was not provided. The user packed the device, so no third microbiological testing by the user facility will be performed. There was no report of infection associated with this report.